Event description:
It was reported that three (3) large volume infusors over infused medication during infusion. The fill volume was 240ml, and the expected infusion time was 48 hours; however, the devices completed the medication delivery in about 35-36 hours. The drug used was fluorouracil and the diluent was saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: device manufacture date ¿ the lot was manufactured between february 8-9, 2024. The three (3) devices were received for evaluation. Visual inspection on the returned samples via the naked eye showed no signs of physical abnormality. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. Based on the functional flow test result, the three infusor samples were determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.